Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
On (B)(6) 2015, the patient successfully underwent a coil embolization procedure in the renal artery using five ruby coils. A couple of days post procedure, the patient presented back to the ER with kidney pain. A CT scan was performed and confirmed that the emboli broke off and a ruby coil had traveled down the renal artery and into the kidney, causing a partial kidney infarct. The patient was treated with pain medication and is doing fine after the event.